Event description:
It was reported that a resolute integrity rapid exchange drug eluting stent (2.25mm x 08mm) was successfully implanted in the rca. The vessel was reported to be stemi which had exhibited 99% chronic total occlusion prior to pre-dilation. Immediately after deployment and post dilation sluggish flow was noted. Approximately one day following the stent deployment a sub-acute thrombus occurred. It was confirmed that the patient was susceptible to platelet hyper-aggregation. Patient was treated with surgery. No other clinical sequelae were reported.

Manufacturer narrative:
Results: inherent risk of procedure (thrombus). Patient predisposed to the event (platelet hyper-aggregation or blood clotting). Conclusions: device failure/lack of effectiveness related to patient condition (platelet hyper-aggregation or blood clotting). (B)(4).